Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Clinical specialist reported the patient was admitted to the hospital due to hyperglycemia and is being treated with insulin injections. The patient was treating her high blood glucose level with boluses via the pump but they remained elevated prior to going to the hospital. The patient was capable of self-treatment but went to the hospital due to her blood glucose level being elevated for a long time. The patient's meter read hi. The patient's blood glucose level has returned to the 200's mg/dl today and expects to be released later today. The patient accidentally inserted a cartridge filled only to 100 units and did not adjust the piston rod accordingly; therefore, she was not receiving insulin. On call back on (B)(6) 2014 patient reported the pump was not delivering insulin. Patient stated there was air in the cartridge that prevented the insulin from going through. Patient reported she did not know if she adjusted the piston rod correctly but also does not know if the pump was delivering insulin properly. Patient stated she will not be able to return the pump because the hospital threw it out in her nightgown. No product will be returned.